Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon is attributed to the inappropriate handling by the user. Olympus instructed the user facility about the correct reprocess method. If additional information becomes available, this report will be supplemented.

Event description:
The user facility performed sterilization method different from recommended for the device. The user facility reprocessed the device as follows; wipe off the device with cotton wool and rinse with running water. Soak the device in the disopa disinfectant for 5 minutes. Rinse with running water for 2 minutes. The user facility reprocessed the device only once a week with an automated endoscope reprocessor. There was no report of patient injury associated with this event including the infection. The user facility did not provide other detailed information.